Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other starclose se device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the right and left common femoral arteries was attempted using starclose se devices, with 6fr sheaths, after a bilateral endovascular interventional procedure. Reportedly, during advancement, the starclose se devices caught in the tissue track of each access sites and could not be completely advanced. A nick and spread was performed to widen the openings and remove each device. Manual compression was used to achieve hemostasis at both access sites. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.